Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that they were unable to determine if it was premature battery depletion. The only troubleshooting performed with the patient was confirming of the elective replacement indicator (eri). The patient confirmed eri on the screen. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient contacted the manufacturing representative and reported that there was a picture of a doctor and elective replacement indicator (eri) on the programmer when he synced it to the implant. The device was implanted on (B)(6) 2017. There was reported eri soon after implant. The patient verified on the phone that the screen did show eri on the screen. It was also noted that the status row the middle icon on the top row was empty. The patient indicated that the stimulation felt differently. The patient had just returned to work and was doing heavy lifting and was concerned that this may have something to do with it. It was recommended for the patient to contact the clinic and advise them on what the programmer said and to mention the change in stimulation. It was unknown if the issue was resolved at the time of report.

Manufacturer narrative:
Correction: due to imdrf harmonization, device codes (B)(4),no longer apply to this report. Conclusion code (B)(4) also no longer applies to this report. Analysis of the returned ins (serial # (B)(4)) found that the ins battery was at normal end of life, and that telemetry and output were ok. Visual inspection of the ins did not reveal any significant anomaly. Initial examination confirmed that output and telemetry were acceptable; however, the battery was near normal battery depletion. The ins passed a series of defined and qualified automated functional tests; the ins initially failed due to a dirty connector port, but after the connector port was cleaned and the ins was retested, it passed the final test. A longevity estimate for the ins was calculated using the parameters the ins had when received for analysis, and the estimated time to elective replacement indicator (eri) was 0 months and end of service (eos) was 2.64 months. The ins reached eri in 2 months and eos in 3.37 months. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the battery reached end of service (eos) after 2 months. It was not reported if there were any environmental/external/patient factors that may have led or contributed to the issue. It was not reported if there were any diagnostics/troubleshooting performed. The device was explanted and replaced with a rechargeable device. The issue was resolved at the time of report.